Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. The comparisons were performed less than one hour apart. On (B)(6) 2018, the laboratory result was 4.4 inr and the meter result was 5.8 inr. On (B)(6) 2018, the laboratory result was 4.4 inr and the meter result was 5.9 inr. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.